Event description:
It was reported that the physician contacted boston scientific rhythmcare via email regarding an unknown right ventricular (rv) lead that had exhibited high out of range shock impedance as soon as the right atrial (ra) coil was configured in the programmed shock vector. The shock impedance was in normal range when only the rv coil was involved, and the system was programmed accordingly. The physician attached the boston scientific folder containing device data for further review. However, the folder cannot be opened. Therefore, the model and serial number of the rv lead cannot be determined at this time. No further information has been provided to date. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.